Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Reportedly, the customer could not recall the alarm number or when the alarm occurred. The customer's blood glucose level was not impacted.